Event description:
The clinician reports the implant was inserted 2023-09-13 in ada 7. Details of surgery: ridge augmentation. On 2024-05-01, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.